Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate after the customer filled the cartridge with 500 units of insulin. Blood glucose was not impacted. Reportedly, the customer continued using the existing cartridge for insulin delivery.